Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a shocking lead impedance of less than 20 ohms on the daily measurements. It was noted that the impedance had decreased suddenly from approximately 50 ohms to less than 20 ohms in just one day. It was also noted that the patient had a ventricular fibrillation (vf) episode that was appropriately and successfully converted with anti-tachycardia pacing (atp). The field representative stated that the patient cancelled the initial appointment. The patient was seen in the office two days later. Upon interrogation, it was noted that there was only the one less than 20 ohms shock impedance measurement; all further daily measurements and shock impedances measured in the office were within normal limits. The physician opted to continue to monitor the patient and the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.